Event description:
On (B)(6) 2009 the pt reported that during the hot summer months he has had some of his insulin infusion headsets fall off. He stated he perspires and his headsets are more likely to fall off so he monitors this closely and catches it usually within an hour of it coming off. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.